Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The reported failure is most likely due to progressive wear and tear sustained over time.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 05/08/2025, it was reported by a sales representative via (B)(4) that 3 ar-3610pk-3 perk kits drill bits are welding to the shaft. This occurred during use in a case with no patient effect.